Event description:
It was reported that the tip of the screwdriver broke off inside the screw while attempting to remove a screw during an acl revision. The screw material is titanium. The acl revision surgery was due to the patient reinjuring his acl. The acl was re-torn; this is a sports injury. The original surgery occurred (B)(6) 2009.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. Complaint evaluation revealed broken tip and twisted hex (torsional failure). The device met all specifications as received. Complainant's event is most likely caused by leveraging of the driver while removing the screw, by improper engagement of the driver in screw hex and/or use of excessive force. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.